Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center began producing a b40 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received from the initial reporter noting that this event occurred during an unspecified procedure. Reportedly, it was completed using the subject device. No further details were available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and customer follow-up. B3, b5: updated with information from the customer. The device evaluation could not confirm the customer's event. No faults were found during inspection and the error b40 did not appear during testing. The inside the device had dust and was cleaned. All functions work correctly. The device meets all inspection criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.